Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument jammed and was difficult to open. The surgeon broke apart the device to remove from the tissue and performed a colostomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.